Event description:
The pt reported experiencing elevated blood glucose of 433-500 mg/dl in 2009. He bolused through the infusion device in an attempt to lower blood glucose levels. He stated that at 7:30am, his blood glucose measured 81 mg/dl. His normal blood glucose levels is 100 mg/dl. He does not believe the infusion device is delivering insulin accurately. He was advised to switch to his backup infusion device. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.